Event description:
Husband of home patient (hp) reports hp disconnected the pt line tubing of homechoice set and then reconnected during treatment phase fill 7 of 7 on homechoice machine. Hp's husband stopped treatment, manually drained hp and then returned to fill 7 of 7. Hp's husband then disconnected hp and bypassed to drain when system error 2240 alarm sounded. There was no pt injury as a result of incident per health care professional. Prophylactic 1g vancomycin (IV) was prescribed to hp.